Manufacturer narrative:
This report is being filed by the MFR arjohuntleigh, inc. Please note that previous medwatch reports for this product may have been submitted from the mfg site kinetic concepts inc. As of november 2012, complaints related to this product are to be handled by arjohuntleight inc. Add'l info will be provided upon conclusion of the mfrs investigation.

Event description:
The following info was reported to arjohuntleigh by the arjohuntleigh service rep: on (B)(6) 2013, the mattress was reported as not holding air. Subsequently, the pt developed skin breakdown. No add'l info is available at this time.